Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion test keeps alarming at 29 pounds per square inch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation was unable to reproduce the reported symptom. The device was tested for downstream occlusion detection which yielded passing results. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.